Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, channel a of the heater cooler unit gave an error "e-10", right after the prime cycler finished. They reset the error and re-tried again, and error happened again. They reset the error, tried it again and then it was ok. The device was not changed out, as the customer used the heater cooler unit for surgery without further problems. The surgical procedures was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.